Event description:
It was reported that an employee injured their lower back when the bed slid on the floor. The brakes would lock properly, but the bed would slide on the floor because the customer polished the floors which created a lower friction surface for the bed. There was no malfunction with the bed. There was no reported pt involvement.